Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging that the subject meter read inaccurately low compared to another meter. The reporter claimed obtaining blood glucose readings of "71mg/dl" the subject meter and "in the 100s" with a "nano" meter within 30 minutes of each other. An exact value was not given. This complaint is being reported because the reported issue was not resolved with troubleshooting, since we could not confirm that the calculated difference exceeded our criteria as no exact values were given. There was no indication that the product caused or contributed to an adverse event.